Event description:
It was reported that while the ventilator was connected to a patient it was set to the standby mode and was left in this state. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Initially it was reported that the device turned off. Identification of issue has been done by analyzing problem description, service report and device's logs. According to the information provided by the technician, the initial allegation about device turning off was checked and it was confirmed that the device was put into standby by the user himself and the device was left in standby mode and then turn off with usage of on/off switch. Moreover, the device did not have successfully performed pre-use check in longer period. Additionally technician noticed that used o2 cell was depleted and its replacement is required. The device successfully passed pre-use check and was approved for being put back into clinical use, but with restriction of o2 cell needed to be replaced. The starting of ventilation or stopping of ongoing ventilation is not a single command action but two command action. The first command is the intention and the second is confirmation of intention. In addition the confirmation to stop ventilation is not only done by pressing stop but it is a ¿tap and hold¿ which eliminates stopping due to mistaken button press or hit. The ventilator while in the standby mode has a text ¿standby, patient not ventilated¿ displayed and flashing on the screen which is clearly visible and no waveforms or measured values are presented. The technical log does not contain any technical error codes to indicate a ventilator malfunction. Our conclusion is that the ventilator did not set itself to standby mode. The correction of fields #h4 device manufacture date and #h8 usage of device was required. This is based on the internal evaluation. #h4 manufacture date: previous manufacture date: 10/02/2019. Corrected manufacture date: 09/25/2019. #h8 usage of device: previous usage of device: unknown. Corrected usage of device: reuse.